Event description:
The customer reported a discrepancy between the values presented in the set flow rates screen and stats screen. The customer successfully solved the flow rate discrepancy. There was no blood loss or other clinical consequences for the pt as a result of the reported event.

Manufacturer narrative:
This complaint has been identified as a flow rate discrepancy. The customer solved the flow rate discrepancy by following the procedure in a medical device advisory notice for the prismaflex continuous renal replacement system that was voluntarily issued by gambro, which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment. The manufacturer has identified corrective actions that will reduce the likelihood of occurrence of know causes of flow rate discrepancy. A new software version to address this issue is under development and implementation will start after 510(k) clearance.